Event description:
It is reported that the patient experienced a button error on their insulin pump. The patient's blood glucose level was 183mg/dl. Trouble shooting was performed and found it was during priming. Patient is advised to resort to backup method and cease use of the insulin pump. Pump is being returned, replacement was sent to customer. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.